Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The issue was not reproduced during on site visit. The device was checked with different o2 concentration setting and no deviation was noticed. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. The provided device's logs confirmed occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: respiratory rate high, expiratory minute volume: low, vt insp. Overrange, inspiratory flow overrange and o2 concentration low., which indicates a leakage in the patient circuit. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Too low o2 concentration delivered to the patient may lead to insufficient ventilation. The high respiratory rate and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. Inspiratory flow overrange alarm may indicate that combination of settings exceeds the allowable inspiration flow range. Review of the logs confirmed that prior to ventilation and reported issue the pre-use check successfully passed on (B)(6)2023 at 13:19:32. According to the technician the pre-use check successfully passed during check up of the device on (B)(6) 2023 at 15:49:27. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak. There is no indication of a ventilator malfunction at the time of the event.